Event description:
End user's husband advised chair does not go straight anymore and when it goes into second gear chair zig zags more. Husband advised chair was going straight before national sating came out but now is having issues. Husband advised national seating and mobility in (B)(4) came out last monday and reprogrammed the chair and advised motors were going out. Husband advised he called provider originally because motors did not have the speed they used to have. Husband advised wife ran into closet door (B)(6) 2015 and left foot caught in between chair and door and caused a bruise. No medical attention sought. Husband advised wife can not control chair anymore. Husband advised wife left arm and leg are paralyzed due to a stroke.

Manufacturer narrative:
(B)(4) 2015 - should additional information become available, a supplemental record will be filed.